Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Fse cut the first half inch of the peek tubing I-6 from the injector valve side, to correct the issue. No further issues were noted and the system was determined to be functioning properly. No further action was required by field service. The most probable cause of the reported event was due to a clog in I-6 tubing.

Event description:
On (B)(6) 2016, the customer reported a "high pressure 102 error" with their g8 analyzer. The customer attempted to troubleshoot by changing the filter and column, performing a drain flush, and backflushing the needle; however, the issue did not resolve. The high pressure alarm was also received when the filter and column were disconnected. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.